Event description:
The customer stated that he tested his blood glucose using his contour and elite meters. The contour meter read 122 mg/dl, while the elite meter read 282 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer mentioned that he had received some injections in his spine, and he thought that was the cause of the high glucose readings. The csr attempted to get more information about the injections, but the customer became upset and ended the call. Attempts to contact the customer have not been successful. No product will be returned for evaluation.